Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient expired due to subdural hematoma. Additional info was provided indicating that the patient had experienced a fall in the bathroom at the hospital. The event was not presumed to be related to the lvad and vad support was discontinued as part of withdrawal of care. An autopsy report is not available.